Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the locking titanium adapter and the minicap transfer set. This occurred during patient infusion of peritoneal dialysis therapy. The titanium adapter was replaced. There was no patient injury or medical intervention associated with this event, however the patient was given prophylactic antibiotics for precaution. No additional information was available.